Event description:
It was reported that the user experienced low blood glucose episodes after an insulin-increasing setting change was made on the ilet at the healthcare provider¿s office, and customer care scheduled additional training to review ilet data and assist with setting updates. Symptoms included hypoglycemia with a lowest reported blood glucose of 42 mg/dl and blurry vision. Outcomes included transient impact requiring oral carbohydrate treatment with apple juice and orange juice, without medical intervention or ketone testing. Investigation included customer care troubleshooting and education with plans for trainer-led review of device settings and reports. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, with the event characterized as hypoglycemia of unclear cause following a recent therapy setting change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.